Manufacturer narrative:
(B)(4).

Event description:
Procedure type: according to the reporter: this device quit working after seven uses. The lever could be squeezed by the staples did not deploy at all. There was no unanticipated tissue loss. There was no unanticipated tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.